Event description:
It was reported that the patient was not getting any pain relief. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned due to hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20963914.